Event description:
It was reported that the patient was admitted with a syncopal episode due to a possible seizure. The patient was treated by inpatient evaluation to include electroencephalogram (eeg). The event reportedly resolved. Log files were sent for review.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The controller event log file events from 03apr2025through 06apr2025. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU lists neurological events (not stroke related), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU also lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.